Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded two signal artifact monitoring (sam) events on the same day. The patient also reported hearing beeping the day before the events. Technical services (ts) was consulted and found no indication of faults or status that would cause beeping. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received, and beeping tones were exhibited again. High out of range right atrial lead impedance measurements above 3000 ohms were noted. The system was reprogrammed and beeping tones were still exhibited. This ICD system remains in service. No adverse patient effects were reported.